Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was torn over the down arrow button. During testing, the down arrow button caused auto-scrolling and the other buttons could not be tested. During investigation, evidence of contamination was found under all key contacts and the ok and down key contacts were found to be inverted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013, stating that the up arrow, down arrow, and ok keypad buttons required multiple hard presses to elicit a response. The patient noted damage to the keypad and alleged that the response issues had occurred first. There is no patient impact with this event. This complaint is being reported due to the alleged keypad issues.